Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. Reportedly, the pump had lost power. The reporter stated that there was no damage to the battery compartment or cap, the cap was able to tighten properly, there was no evidence of moisture or corrosion in the pump and the issue was not resolved with a new battery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. The contact width of the returned battery cap was out of specifications and it was unable to tighten properly onto the pump. The reported power loss issue was duplicated. A test battery cap was used for the remaining testing. The pump powered up with the appropriate audible and vibratory features. A rewind/load/prime sequence and a 24-hour pump exercise were executed without incidents. The pump casing was opened and no loose components or evidence of moisture intrusion was found inside the pump. Unrelated to the power issue, it was observed that the verify screen was dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.